Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed. A field service engineer found that all devices were found not detected on the bus. All devices, including all drawers, were disconnected and then reconnected one by one during a power cycle. The process completed successfully, and all devices and drawers were confirmed to be up and running. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer failed, not detected on bus and require maintenance. Customer tried to reboot and recover the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.